Event description:
The customer was performing panel testing on the ortho provue analyzer and noticed droplets of fluid on top of the gel card foil. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the user had not checked off the 12mm tube size, resulting in the bent probe. Repairs have returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.